Manufacturer narrative:
H3: the pipeline vantage shield was returned stuck within the phenom 21 catheter. The pushwire was returned extending out from catheter hub. In addition, the distal braid end, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper and tip coil. However, blood was present around the re-sheathing marker and the arms. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The pipeline vantage shield was pushed out from catheter with difficulty. The total and usable lengths of phenom 21 catheter were measured to be within specification. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.021¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with some resistance. Based on the analysis findings, the pipeline vantage shield and phenom 21 catheter were confirmed to have resistance during re-sheathing/ retrieval as the pipeline vantage shield was returned stuck within phenom 21 catheter. However, no defect was found with returned phenom 21 catheter and pipeline vantage shield pushwire. Resistance was observed during testing. Possible causes include patient vessel tortuosity, resistance during delivery/retrieval, ped/delivery system damage, catheter damage, user does not maintain continuous flush, and user resheaths more than 2 times. The catheter was flushed continuously with heparinized saline and the patient's vessel tortuosity was normal, which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2, a3a patient information updated with additional information received. B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was being treated for aneurysm in the right internal carotid artery (r-ica) terminus. Patient's vessel tortuosity was normal. There was no damage observed to the pipeline device. The cause of the resistance during resheathing was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no damage observed to the pipeline vantage device. The cause of the resistance while re-sheathing was not determined.

Manufacturer narrative:
Continuation of d10: product ID: ped3-021-350-20 ((B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage that failed to resheath with a phenom 21 microcatheter. It was reported that the patient was undergoing a procedure for flow diverter treatment of an unruptured aneurysm. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. During deployment of the pipeline, the doctor wanted to reposition it. However, the pipeline was impossible to resheath. The pipeline was stuck at the distal end of the phenom catheter during the resheathing attempt. Both devices were removed and replaced with other devices to complete the procedure successfully. There was no damage observed to the phenom catheter. There was no harm or injury to the patient associated with this event. Post-procedure angiographic results were good.